Event description:
A consumer reported that a patient with an external neurostimulator (ens) trial system was unable to void and was in a lot of pain. They had a foley catheter that was removed on the day of the report, but they were not able to void. It was recommended to follow up with the healthcare provider (hcp).